Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an aneurysm in the left common iliac artery. The infra-renal neck was angulated. The diameter of the aortic neck was 20 mm. The left contralateral limb was placed in the external iliac artery, intentionally covering the left internal iliac. The location of the suprarenal stents is unknown. It was reported that a retrograde aortic dissection was discovered on post-operative day 1. The entry was near the suprarenal stents, and the dissection extended to the celiac trunk where it had thrombosed. The physician commented that the dissection may have been caused by the suprarenal stents. The patient is being monitored. No additional clinical sequelae were reported, and the patient is fine.

Event description:
A review of cta films 3-days post-implant revealed that the bifurcate was positioned approximately 5 - 10mm below the lowest left renal artery. The suprarenal aorta was acutely angulated 80 degrees; at the level of the suprarenal stent pins. An aortic dissection was seen beginning near the right anterolateral side of the bifurcate proximal stent graft fabric margin, extending proximally to the lsa. The ipsilateral limb was placed into the right iliac, and the contra limb into the left external iliac. The left common iliac aneurysm measured 2.5cm, and the left internal iliac aneurysm diameter was 3.7cm. No endoleak was seen. The cause of the dissection is unknown. Pre-implant films were not provided; therefore the thoracic and abdominal aorta anatomy could not be assessed. It is possible that the suprarenal stents, as well as the highly angulated suprarenal neck, may have contributed. This may have also been due to a patient condition.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection); unapproved use of device (treating iliac aneurysm); (insufficient information; cause is unknown). Conclusions: known inherent risk of a procedure (dissection); off ¿label, unapproved or contraindicated use (treating iliac aneurysm); (insufficient information; cause is unknown).